Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. The customer was instructed to loading a new cartridge. Tandem technical support was unable to confirm that insulin delivery was resumed due to additional information not been available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.